Manufacturer narrative:
The harm code information has been updated which was not included with the initial report. The information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 12 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as incoherence and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated they had bolused too much and did not eat. The customer was not wearing a sensor at the time of the incident and thus did not get any low alerts. The customer was on her menstrual cycle and was tired and stressed. The insulin pump will not be returned for analysis.